Event description:
An inferior vena cava filter (ivc) was placed on (B)(6) 2007. A cook gunther tulip ivc filter was placed in a supra-renal location secondary to pregnancy. An attempt was made to remove the retrievable ivc filter on (B)(6) 2007. This was not successful. The pt recently mentioned that she has constant abdominal and back pain. A CT scan of the abdomen shows 2 of 4 filter legs outside the ivc, next to the liver and kidney, likely the source of her constant pain. Ref MFR report # 1820334-2008-00442.